Event description:
(B)(6) manipulator-pro, uterine manipulator was being utilized for a hysterectomy case. During the procedure, following removal of the uterus, it was noted that the balloon of the device was not intact with a portion of the balloon missing from the device. This was noticed by the operating room staff and retrieval of the missing section of the defective balloon was accomplished. Specialty medical products rep (B)(6) was present during the use of this product.